Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the pump had lost power. Reportedly, the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/07/2016. Device evaluation:the pump has been returned and evaluated by product analysis on 02/24/2016 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available history showed no evidence of reboots. A visual inspection of the pump showed that the battery compartment was cracked. No damage was observed to the battery compartment threads or to the returned battery cap. The returned battery cap was able to secure on to the pump. The pump was then exercised for 24 hours with no power issues. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.